Event description:
On the first day of using the indwelling needle, the puncture was smooth and the infusion was normal. On the second day, the lower puncture point oozed blood and the flushing fluid oozed during the maintenance operation of the flushing tube.

Manufacturer narrative:
1. DHR/bhr review: (1)the batch number of the complained product is 3247503, is 24g and product code is 383904, produced on 2023/09, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 3. The customer did not return samples and only provided one photo. From the photo, it can be seen that there are blood stains at the root of the catheter, suspected of blood leakage at this location. 4. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, this complaint is the second time and the relevant complaint number is pr# (B)(4). In summary, the customer did not return any samples, and from the photos provided by the customer, it appears to be a leakage at the root of the catheter. According to customer feedback, the product happened leakage on the second day after one day of use. Therefore, it cannot be confirmed whether the leakage is related to the production process. The root cause of the complaint defect cannot be determined, and the factory will continue to monitor and monitor the trend of the defect complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus y 24ga x 0.75in ss prn npvc leaked blood. The following information was provided by the initial reporter, translated from chinese to english: if the indwelling needle bleeds or oozes on the second day after being left in place, and the indwelling time is too short.